Event description:
Nurse requested review of cycler data log file for a crrt treatment during which a critically ill patient expired. Nurse reported the vascular access became problematic and multiple alarms occurred about one hour after the start of the treatment. Patient became hypotensive and had pulseless electrical activity (pea). Code was called and patient expired. Cause of patient death unknown. No autopsy performed.

Manufacturer narrative:
There is no information to suggest a device malfunction occurred. Facility staff report that they do not believe that there is a problem with the cycler and have continued to use the cycler with no further issues. Analysis of the treatment log file indicates the cycler responded appropriately with multiple alarms indicative of conditions consistent with inadequate vascular access flow and clotting in the vascular access and extracorporeal blood circuit. The user guide includes appropriate probable causes and instructions for troubleshooting alarms. The user guide also includes warnings that the risk of clotting increases when the blood pump is stopped and that in order to reduce the risk of clotting the operator should discontinue the treatment if alarms cannot be resolved in a timely manner. Nxstage medical considers this report closed. No additional information will be provided.